Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(6), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving dilaudid (33 mg/ml) at 13.008 mg/day and ropivacaine (2.4 mg/ml) at 0.9460 mg/day) via an implantable pump; lot numbers were unable to be obtained. The last prescription change was on (B)(6) 2015 at 07:44, during a refill session. Indications for use included non-malignant pain and chronic low back pain. Concomitant medications and patient history were unable to be obtained. On (B)(6) 2015, the patient was seen by the refill nurse at the infusion office, where they reported some withdrawal symptoms. The pump was interrogated and, according to pump logs, there was a pump motor stalled on (B)(6) 2015 at 13:56 which recovered on (B)(6) 2015 at 15:03, as well as another pump motor stall on (B)(6) 2015 at 23:19, which recovered on (B)(6) 2015 at 08:30. It was unknown if further diagnostics/troubleshooting was performed. Actions taken by the infusion nurse included contacting the pain management hcp, who referred the patient back to the implanting hcp. As of (B)(6) 2015, the pump remained implanted and in service, the issue had not been resolved, and the patient's status was "alive - no injury." No surgical intervention had taken place, and it was unknown if any would. As of (B)(6) 2015, the reason for the motor stalls remained unknown. Additional information regarding the cause of the motor stalls was requested of the implanting hcp, but had not been received as of the time of the report. Additional follow-up with the implanting hcp has been requested to determine the nature of the patient's withdrawal symptoms, actions/interventions related to the withdrawal symptoms, outcome of withdrawal symptoms, diagnostic testing/troubleshooting related to the motor stalls, actions/interventions taken related to motor stalls, and the outcome of the motor stalls. If additional information is received, a follow-up report will be sent.